Event description:
A report was received that a trial patient had developed an infection at the lead site. The patient's symptom was inflammation at the lead site. The trial leads were explanted and discarded. The patient was treated with antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description:linear st lead with preloaded enhanced stylet - 50 cm model#: sc-3138-35 serial#: (B)(4) description: phase iii lead extension - 35 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.